Event description:
It was reported by svc report that the scale was inaccurate. Customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Load cell. The reason for the serialization starting with (B)(4) is to provide clarification following a chang e in stryker's electronic complaint systems.